Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced as the device would not inflate and there was broken tubing near the pump of the device.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2020 and revised on (B)(6) 2021 due to broken tubing at the pump. The device would not inflate.

Manufacturer narrative:
A titan touch pump, and detached inlet tube with connector were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with the tubing or connector. The information received indicated the device broken tubing, but because no functional abnormalities were noted with the returned component, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance and capas revealed no trends for this lot.